Manufacturer narrative:
Additional information: h6, h10. An event of stenosis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 2011, a 23mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented to the hospital and was admitted due to worsening structural valve deterioration and respiratory failure. The patient received invasive ventilation and diuretics on (B)(6) 2020. A pacemaker was also implanted on an unknown date. The patient was discharged on (B)(6) 2020. On (B)(6) 2021, the patient was admitted to the hospital again due to worsening stenosis. A valve in valve is planned for the coming weeks. The patient was reported in stable condition.